Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the previous investigation for similar case, there was the possibility that the reported phenomenon was attributed to the following causes. -the ccd unit of the subject device was failure because unexpected stress was applied to the camera head due to the user handling.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was found the ccd failure of the subject device which might have caused the reported phenomenon, and the scratches on the electrical contacts of the video plug of the subject device. There was no report of patient injury associated with this event.